Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218700 model: sc-2218-70 serial: (B)(6) batch: 5073303/5000566.

Event description:
A report was received that the patients ipg continues to protrude out and was causing worsening pain. It was unknown if there was a skin breakage. Additional information was received that the patient was experiencing inadequate and unwanted stimulation in nontarget areas causing irritation. The patient underwent a procedure wherein the ipg and leads were explanted. The explanted devices were retained by the medical facility and will not be returned.

Event description:
A report was received that the patient's ipg continues to protrude out and was causing worsening pain. It was unknown if there was a skin breakage.